Event description:
Customer reported unexpected negative antibody screening results on echo. During validation, when testing a patient sample with a history of anti-e, -k, and -c with only the anti-k being demonstrable, a negative antibody screen result was obtained.

Manufacturer narrative:
Reactivity of e, c and k antigens was confirmed on retention crrs(3), lot r034. This product was used by the customer at the time of the event. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.